Manufacturer narrative:
(B)(4). Baxter evaluated the device. The device was found out of specification in relation to the system error 322 which was reproduced while running a loaded set. This was caused by a failed lower link switch. The lower auxiliary was replaced to correct this condition. The software was upgraded to address potential non-mechanical issues. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device displayed system error 322. There was no patient involvement.